Event description:
The pt uses a provox larytube and has also a provox voice prosthesis. Due to leakage around the voice prosthesis, the doctor had placed a silicone washer (provox xtraflange) on the tracheal side of the prosthesis. Three days after insertion, the pt lost the xtraflange when coughing the mucus. She observed the flange on her tissue. An endoscopy was made to make sure that the xtraflange had been coughed out.

Manufacturer narrative:
The pt very frequently removes her larytube during the day. During removal of the larytube, the larytube has caught on to the voice prosthesis so that the xtraflange has been torn off or dislocated from the voice prosthesis. The pt then coughed out the xtraflange. The instructions for use for larytube clearly warns that the larytube must not hook on to the voice prosthesis when used together. The doctor and pt has been informed about the importance of choosing an appropriate size of layrtube so it does not hook on to the voice prosthesis and that the device should be inserted and removed in a gentle manner in order not to dislocate the voice prosthesis or any accessory.